Event description:
Rn reported a home patient with a cracked minicap. Per rn, the crack was noted below the finger grip area. Rn stated the home patient was treated with prophylactic antibiotics. Per rn no pt injury associated with this incident.